Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 110010245, item name: g7 osteoti shell, lot number: 6725596. Item number: 30103606, item name: g7, liner neutral lot number: 64319477. Item number: 650-0660, item name: delta ceramic femoral head, lot number: 3030546. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03631. Reported event was confirmed by review of medical records. Investigation results concluded that the reported event was determined to be unrelated to the implanted zimmer biomet device. Procedural related complications are influenced by the type of surgery, patients preexisting comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication and equipment, dvt/blood clots can still develop. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced an acute right femoral vein deep vein thrombus (dvt) one day post initial hip surgery. Products remain implanted. Patient was place on foot pump/compression device, compression stockings and apixaban to resolve the adverse event. No additional information is available.